Manufacturer narrative:
The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of cause not established was chosen as the reported device problem cannot be confirmed. The reported allegation could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required. A review of the ams 800 hazard analysis was completed. Therapeutic response, altered is included as a harm, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. A labeling review was performed and according to the IFU, there is no evidence that the device was used or handled improperly.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported. Additional information received that the revision was done because the device was not working. The patient outcome was reported to be good.